Manufacturer narrative:
Findings: unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime during prime test due to faulty sensor glucose no motor error alarm noted. Motor passed motor test. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.